Event description:
Surgeon inserted plate collamer lens. The lens leading haptic tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lens tear was unk.